Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ battery d4: model #:  1650de / catalog #:  1650de / expiration date: 31-jul-2024 / serial or lot#:  (B)(6), UDI #: (B)(4), d9: yes, return date: 05-jul-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes  h4: mfg date: 05-jul-2023, h5: no,  h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:  1650de / catalog #:  1650de / expiration date: 31-may-2024 / serial or lot#:  (B)(6), UDI #: (B)(4), d9: yes, return date: 25-jan-2024 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes  h4: mfg date: 27-may-2023 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:  1650de / catalog #:  1650de / expiration date: 31-may-2024 / serial or lot#:  (B)(6), UDI #: (B)(4), d9: yes, return date: 25-jan-2024 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes.  H4: mfg date: 25-may-2023. H5: no.  H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries did not provide power and were showing as not connected. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: four batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing; the batteries were able to adequately connect and provide power to a test controller with no anomalies observed. As a result, the reported event could not be confirmed. Based on the available information, a possible root cause of the reported event can be attributed, but not limited to a marginal connection between the batteries and controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.